Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.

Event description:
Procedure: acdf. The surgeon was performing a double level acdf with skyline instrumentation. On final tightening of the camlock on the skyline plate, the head of the instrument came off in the camlock. It was retrieved by suction and removed from patient. Surgery was completed and successful. The other end of the camlock instrument was used. Surgery continued on with no adverse event or delay. Discarded = no return to manufacturer unless local engineering assessment indicates return is required. This case is not being reported by the customer, but (B)(6) employee. All available information has been provided as part of this report; no further information will be forthcoming.